Event description:
On 1/11/96 during a telephone conversation with the pt's daughter, hosp discovered that a pacemaker inserted at facility had perforated the atrium and the pt required surgery. The case was discussed during peer review meeting and felt not an md user error. The lead wire was of the "screw-in" type and the length of the screw may have contributed. The cardiologist has spoken with the co. It is difficult to examine outcome and hosp has not been permitted any records from the facility pt was transferred to the pt was discharged home however.